Manufacturer narrative:
Temporary neuropathy is a rare risk of treatment expected to fully resolve over time. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient required additional lidocaine in left arm during second miradry treatment. No other issues noted. Clinic reported patient experiencing pain, numbness and tingling from axilla to left fingertips and down leg with symptoms first noted 4 days post treatment. A 2 week prednisone taper, tylenol #3 and ibuprofen were prescribed. Upon 2 week follow up, it was noted that neurontin had also been prescribed, but without improvement. The patient has declined further evaluation.